Event description:
Incoming inspection alleged issue at distributor: package torn at inspection. Breach of sterility. No patient involvement.

Manufacturer narrative:
Device sample not returned to manufacturer in time for this report. DHR investigation did not show issues related to complaint. Visual inspection of photo-from the picture it was observed that "package torn". No other defects were... A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. From the picture it was observed "package town" the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. However, we will continue to monitor and trend relating complaints.